Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, a corroded motor home switch was noted. The motor was tested outside of the device and passed. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 114 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.